Event description:
The investigator stated that he was investigating a fire that had gutted the first floor of a home, and that he was wondering if the fire was related to a hospital type bed that was in use on the first floor. The bed was transferred in ownership to the patient in 1995. There were no injuries in the fire. The fire investigator is unable at this moment to clearly connect the bed to the fire.